Manufacturer narrative:
.

Event description:
It was reported that the physician's handheld is not working properly. Her handheld computer turns off intermittently and the battery cover latch was confirmed to be damaged. The physician was provided a new programming tablet. The return of the suspect handheld computer is expected but it has not been received to date. Review of manufacturing records confirmed that the handheld computer passed all functional tests prior to distribution.

Event description:
The suspected programming computer and the flash card were returned to the manufacturer on 11/30/2015. Analysis is underway but it has not been completed to date.

Event description:
Analysis of the returned handheld computer was completed. During the analysis it was identified that the handheld would not power on. The cause for the anomaly is associated with a swollen main battery. The swollen battery bent the battery cover causing the battery latch switch to register that the latch was unlocked, thus preventing the handheld from powering on (this condition can also cause the handheld to power off intermittently). No further anomalies were identified. Analysis of the returned flash card was completed. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.